Event description:
It was reported that the implantable neurostimulator (ins) was discharged and received a "reboost" because the physician was unable to start the device up. Following the "reboost" the ins needed to be recharged every 6 hours in order to maintain a battery level. There was no patient injury; however, the patient wanted to have the ins and lead removed.

Manufacturer narrative:
(B)(4). Lead model unknown, lot# unknown, explanted unk.